Event description:
In 2005 the lay user/pt contacted lifescan through email alleging that his one touch meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the pt could not be reached. The pt reported that while he watches his blood glucose very closely, the "average readings are not correct". He reported that his blood glucose results had been consistent with the meter his physician loaned him. The pt noted that he had one episode of hypoglycemia which landed him in the hosp and while the reported meter was showing his blood sugar to be "o.k.". In actuality his blood glucose levels were extremely low. The pt also noted that he suffers from copd (chronic obstructive pulmonary disease) and has had heart surgery twice. No further info was provided. Although it would have been helpful to know the results he had been obtaining during the time of concern, his medication regimen, details surrounding the hypoglycemic episode, and hospitalization, this complaint is being reported as an adverse event since he may have experienced hypoglycemia and hospitalization due to the meter reading normal blood glucose levels. The pt requested a replacement meter, since it is critical that his blood glucose levels are kept under control. He has been testing with the loaner meter. None at this time.